Event description:
In 2007, a female pt enrolled in study "phase IV op-1 implant long bone registry", experienced heavy wound drainage from an iliac crest incision site, 3 days after undergoing surgery and op-1 implantation to repair a fractured right femur. During the surgery, the pt underwent a concomitant right iliac crest incision from which aspirate was obtained. The surgeon reported that no infection was present at the time of the implantation and the pt was dischared three days before. On original date, the pt presented at her local ER where she complained of heavy drainage at the incision site. Her dressing was changed in the hospital ER and she was discharged. The event was first reported to the study nurse at the one month f/u visit on the following month. Add'l info has been requested.